Event description:
It was reported that the customer had a no delivery alarm during priming on the insulin pump. The customer's blood glucose level was 216 mg/dl. The customer stated that her insulin pump is not working. The troubleshooting was performed. The customer stated the she is not using animas pump since she had no supplies for the pump. The patient was advised that she need to try another different infusion set to see if pump is working or not. The customer understood and did not want to continue troubleshooting. No further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.